Event description:
Zoll solex intravascular temperature management (ivtm) central venous catheter (cvc) for cooling after cardiac arrest infiltrated. The ivtm cvc was placed using a right subclavian vein approach on (B)(6) 2018. By the morning of (B)(6) 2018, infiltration at the insertion was observed. The catheter was removed and replaced with a solex using the internal jugular approach. This is the 2nd catheter that has infiltrated at our facility.